Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of intermittent edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc in the v1/v2 area of the cheek by another physician. For the past two years the patient has been experiencing intermittent injection site edema. The reporter stated it sometimes takes a couple hours for the edema to go down in the morning. No treatment has been provided at this time. No additional information has been provided.